Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported pericardial effusion could not be determined. An unexpected medical intervention was a result of case specific circumstance, as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet was implanted using 14f amplatzer torqvue delivery system. The transseptal puncture was performed at an inferior/mid location. The patient was in atrial fibrillation at the time of the procedure. Heparin was administered during the procedure. The left atrial pressure was greater than 12 mmhg. During device implantation, there was one partial recapture, and the wire was exchanged in the left upper pulmonary vein (lupv). No wire was ever placed in the left atrial appendage. There were no multiple wire or delivery sheath exchanges. A pericardial effusion occurred, requiring pericardiocentesis; however, cardiac tamponade was not concluded by the physician. The device was partially recaptured once. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure and no adverse patient effects.